Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on one of the coil wires, the contact pins are damaged, and there was debris inside the motor and the rotor assembly.

Event description:
While testing the core micro drill during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on one of the coil wires, the contact pins are damaged, and there was debris inside the motor and the rotor assembly.